Manufacturer narrative:
(B)(4). An internal technical service consultant provided a longevity calculation between 5 and 6 years remaining and provided information that longevity may be influenced by parameter settings; possibly the reason for the expected longevity by the device was shorter than the calculated longevity. This device remains implanted. It was thought a different expected longevity would be experienced at the next follow up. Should additional information become available, this event will be updated. Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. (B)(4).

Event description:
Boston scientific crm received information that during a follow up visit, this device with non-bsc leads displayed two years remaining longevity. The atrial outputs were programmed to 4.0mv with thresholds of 1.2 mv@0.rms; the ventricular outputs were programmed to 2.5 mv with thresholds of 0.8 mv@0.4ms. The lead impedance measurements were within normal limits. The patient is (B)(6) atrial paced and (B)(6) ventricular paced. It was thought the battery may be depleting normally, however there was concern the battery was depleting more rapidly than expected. An internal technical service consultant was contacted. Further follow up will be performed in the near future. No adverse patient effects were reported.